Event description:
Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 190 mg/dl (aviva) and 97 mg/dl (emt's meter). Customer discarded alleged meter and strips. No death or serious injury reported. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.